Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl while wearing the pod between 1 and 4 hours. The patient reported cannula being bent/kinked, while wearing it on the arm. The patient felt nauseous and dizzy. For treatment, the patient changed out the pod and gave correction bolus of 5 units. The pod was discarded.